Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the user hooked up the suction irrigator to suction and the surgeon began to use it to irrigate and suction. After he used it the first time, it began acting up and constantly running. It was more of an annoyance at first, so surgeon tried pushing buttons to get it to stop running; the unit then started smoking so we immediately got rid of it from our sterile field and we had the nurse remove the batteries. She said when she removed the batteries, they were very hot to the touch. Therefore, there was a thermal event.

Event description:
It was reported that the user hooked up the suction irrigator to suction and the surgeon began to use it to irrigate and suction. After he used it the first time, it began acting up and constantly running. It was more of an annoyance at first, so surgeon tried pushing buttons to get it to stop running: the unit then started smoking so we immediately got rid of it from our sterile field and we had the nurse remove the batteries. She said when she removed the batteries, they were very hot to the touch. Therefore, there was a thermal event.

Manufacturer narrative:
The device was disposed of and was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoking. Probable root cause for flow too high: material/design error; constant irrigation flow is not maintained leading to limited field of view; stopcocks in improper configuration; large anatomy; missing o-ring; damaged or deformed o-ring; pump malfunction (motor, control board, harness, power supply, battery, or cassette); clogged tubing; user error. Probable root cause for smoke smell or flames coming from device: insulation melting; excessive cauterization; user error; nonconforming electrical components. Probable root cause for overheating: material/design error; user error. The reported failure mode will be monitored for future reoccurrence.